Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. Following implant of the impella 5.5 pump, the device immediately experienced a spike in motor current coinciding with flow saturation. A thrombus was noted in the left ventricle and a clot was subsequently seen entrapped in the device. The pump was removed and replaced as a result of the failure.

Manufacturer narrative:
The investigation into the saturated flow and the thrombus issues has been completed since the original report was submitted. The device was not returned for investigation. Clinical details noted that clot was observed on pump upon explant and lv thrombus was found on echo. The root cause of the saturated flow was due to biomaterial ingestion.